Manufacturer narrative:
This report 1717344-2024-01665 is related to an event which is already filed under regulatory reports 1723170-2023-02846 and 3004785 967-2023-00769. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a clinical study presented the preoperative characteristics, the operative technique, and the postoperative outcomes of all patients with oo of the upper extremity. Between 2015¿2022, 19 patients underwent o arm surgical navigated treatment of either percutaneous rfa or an mini open curettage. The rfa was completed by cool tip or a competitor device. One adverse event was reported post navigated minimally invasive radiofrequency ablation: sustained complete persistent radial palsy. It is unknown the treatment or severity of these complications.

Manufacturer narrative:
Ron gurel, 2023, intraoperative three-dimensional navigation for surgical treatment of osteoid osteoma in the upper extremity: a series of 19 cases, journal of orthopaedic surgery 31(3) 1¿10, sagepub.com/journals-permissions, doi: 10.1177/10225536231217123, journa ls.sagepub.com/home/osj. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.